Event description:
The customer called to report that the insulin pump was alarming. Assisted the customer to clear the alarm, but the alarm kept occurring. During the call, the customer mentioned being hospitalized twice for high blood glucose. The blood glucose reading was over 1300 mg/dl, and the customer went into a diabetic coma. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.